Event description:
Ando r, numanta o, ito chiaki. Troubleshooting in pediatric itb therapy. Pediatric cranial nerve. 2020. Reported events: one pediatric patient experienced a cerebrospinal fluid leak that required surgery. Two pediatric patients experienced cerebrospinal fluid leaks that recovered without surgery. Additional information received from a healthcare professional (hcp) indicated the devices used were manufactured by medtronic.

Manufacturer narrative:
Continuation of d10: product ID neu_ascenda_cath serial# unknown product type catheter product ID neu _ascenda_cath serial# unknown product type catheter. Ando r, numanta o, ito chiaki. Troubleshooting in pediatric itb therapy. Pediatric cranial nerve. 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.